Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed and the photo did not show evidence of the reported condition. The reported condition could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.